Event description:
It was reported by the pt's attorney that approx three years after implantation of a vena cava filter, "the filter was fractured with the result that some subparts have migrated through the vein wall, and others are lodged to some degree in the vein." The filter remains implanted. No further info is available at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.